Manufacturer narrative:
(B)(4). Mfg date: not available at the time of this report. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Application support manager contacted the account to discuss the event and they reported that surgeon was not interested in pursuing an investigation into the patient that had the undercorrection. They indicated the surgeon had performed lasik surgeries since that time without complications and viewed this particular case as an anomaly. The location contact also stated that the office was currently implementing emr (electronic medical record) and the office did not have the time to gather the needed information. Application support manager volunteered to visit the account and do it yet she said that they were still not open to this suggestion. Notably stating again that the doctor had performed other cases since this time with favorable outcomes. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that patient came on (B)(6) 2014 for a bilateral intralase procedure that was performed without complication. Patient was seen 1 day post op and vision was 20/20 in the right and 20/100 in the left eye. Patient was seen on (B)(6) 2014, vision in the right eye was stable, vision in the left eye was 20/200. This patient was then seen again on (B)(6) 2014, vision stable in the right eye but left eye was again 20/200. At that time a decision was made to enhance the left eye. This was performed on the (left eye only) on (B)(6) 2014 without complication. The patient was seen 1 day post op and vision in left eye improved to 20/40.